Event description:
Event description cpi received information that this bipolar lead was repositioned due to loss of capture and dislodgement. After successful repositioning, the lead functioned without further issue.